Event description:
Caller states patient tested >8.0 inr and >8.0 inr on the coaguchek xs plus system while a comparison lab returned as 6.1 inr. No treatment information provided. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4). Will not be returned to manufacturer.